Event description:
This device remains implanted. Therefore, no failure analysis is available. Follow up indicated the sheath was not connected to the luer lock during filter deployment. It was also indicated continual flushing of the carrier system during the implant procedure was not performed. Co believes these factors may have contributed to this event. However, we are unable to determine the exact cause for this event. Directions for use state: "the introducer catheter must be flushed through the opened flush port by frequent injection or continuous infusion of sterile heparinzed saline during the implant procedure... Insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete openning upon release... Confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter... It is essential that the sheath be fully retracted onto the introducer catheter and locked to the handle... Do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."